Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of basket wire detached. Imdrf impact code f2301 captures the reportable event of the additional device required. Imdrf impact code f23 captures the reportable event of the unexpected medical device.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on (B)(6) 2024. During the procedure, the zero tip basket 1.9 was broken, and the broken piece was retrieved using another of the same basket and the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.